Event description:
It was reported that the patient with this pacemaker experienced discomfort at the pocket site due to generator localization. This pacemaker was explanted, replaced with a leadless non boston scientific model and will not be returned. No additional adverse patient effects were reported.